Event description:
It was reported that customer was not able to exit the "preparing to prime" loop while attempting to deliver a bolus. Customer's blood glucose was unknown. During troubleshooting, customer did not receive the second series of beeps or numbers on screen when act was held down. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.